Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received failed battery alarm, keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that the display was blank and replaced battery received failed battery test and customer cleared it. It was reported that they performed self-test and they hit the act button does not respond and was unable to perform it. The insulin pump will be returned for analysis.